Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test due to motor error alarms. The drive support disk was inspected and no anomaly noted.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level was 456 mg/dl. The customer reported the insulin pump had motor error. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.